Event description:
A malfunction alarm with code malf 12 was reported for the customer's pump. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.